Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded and fell. The patient subsequently went to the hospital due to laceration to the head and subdural hematoma. Device interrogation showed the patient had high and rapid elevating right ventricular (rv) lead threshold. Telemetry strip was observed with total loss of capture on both rv and left ventricular (lv) leads for an extended period of time. It was questioned if the loss of capture was rv capture management running and functioning rv only for a period of time. It was noted the patient was going home on hospice as a result of the fall that may have been result of asystole. The device was reprogrammed. The device and leads remain in use. No further patient complications have been reported as a result of this event.